Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: 36mm i.d. Size g high wall liner; item#:20123607; lot #:65051480. G7 osseoti 4 hole shell 60mm g; item#:110010248; lot #:66269214. Femoral stem 12/14 neck taper extra ext. Offset size 2 130 mm; item#:00811400230; lot #:65710656. Unknown cement; unknown lot. G2: foreign: united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient developed a distal wound abscess approximately two (2) months after implantation. It was resolved with oral antibiotics. All implants remain in place without further complications. Due diligence is in progress for this complaint; to date no additional information has been received.

Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 it is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ¿wound concerns¿ or "non-healing wound¿ would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d) which promotes healing at the site and prevents further complications. Superficial infections are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations, further eliminating the implanted devices as a potential source for the reported infection. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. As device has not been indicated as revised and there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.